Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo, the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth, and the helix of the lead became extrinsically distorted due to pulling/stretching/overstress.

Event description:
Further information was received, which indicated the rv lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil and svc (superior vena cava) defibrillation coil was beyond the expected upper range. It was noted on (B)(6) 2015, the rv coil impedance spiked to 254 ohms and is variable and on (B)(6) 2015, the svc coil impedance spiked to 254 ohms and is variable.

Event description:
It was reported that the patient presented to the clinic following an audible alert. It was noted that an right ventricular (rv) lead alert was triggered and high rv coil impedance and superior vena cava (svc) coil impedance was observed. The patient was followed up at the hospital and there were no lead issues detected at the time. The rv lead remains in use and the patient will continue to be monitored via remote monitoring. No patient complications have been reported as a result of this event.

Event description:
Further information was received, which indicated the patient presented to the clinic again due to another audible alert. The patient was reviewed and it was decided to continue to monitor the patient remotely with regular follow-up visits. The rv lead remains in use. No patient complications have been reported as a result of this event.